Manufacturer narrative:
The reported event was confirmed. The root cause for the reported issue is a faulty circulation pump. The device was evaluated upon receipt. A filling issue was found that was not reported by the customer. No error codes were observed. Quote was sent for 2000 hour service and repair however the repairs were declined and the unit will be scrapped. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a black screen in an arctic sun device. Per review of wo on 24jul2025, there was no patient involvement. Per sample evaluation results received via task on 11nov2025, it was reported that the unit got filling issue that was not reported by the customer.